Event description:
The patient received "very good relief" during the trial phase; however, since the pump was implanted, she has not received pain relief. A catheter revision was performed in (B)(6) 2009 due to dislodgement. Patient's outcome following the revision surgery was not reported. In (B)(6) 2010, the pump medication was changed from morphine to dilaudid. Per the reporter, there have not been volume discrepancies at pump refills. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).